Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was corroded, the slid-sleeve complete and outer bearing were stuck inside, the device would not hold the smallest k ¿wire, made a grinding noise, would not run true and moved and vibrated. The device also failed pre-tests for check self-holding, check for untrue running and check gripping power and function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary orthopedic surgical procedure, it was observed that the quick coupling for k-wire device had an unspecified malfunction. According to the reporter, the surgery was possibly a tibial plateau leveling osteotomy (tplo). It was further reported that pin chuck device was used instead. There was no delay to the surgical procedure. It was unknown if a spare device was available. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.